Manufacturer narrative:
(B)(4). Product was returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during tray inspection, the blue handle of the impactor was found to be broken. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 complaint sample was returned and evaluated against the reported event. Visual inspection of the product identified blue handle has fractured around the circumference at the locking pin location. Two pieces of fractured blue handle remain attached and returned with device for review. Some of the fractured pieces were not returned. Strike plate shows indentation s from previous uses. Distal tip has wear from use in the form of nicks and gouges. No other damage was noted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.